Event description:
It was reported that a patient, who had right rtsa, underwent a revision procedure approximately 7 years 6 months post the initial procedure. The patient presented with pain. Liner disassociation indicated. The liner was revised. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-ray was provided. The explanted device is not available for return due to the hospitals chain of command. A device image of the humeral liner was provided. Prosthesis wear was observed in the image. No further information.